Manufacturer narrative:
A specific cause for the report of power elevations and low flow alarms could not be determined through this evaluation. It was reported that albumin and heparin were administered. The patient remains ongoing on vad support. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the low flows continued and the positive airway pressure (pap) was increased was initially reported. Initial report should have read; the low flows continued and the pulmonary arterial pressure(pap) increased. Additional information: the account later reported that the patient is doing fine with no further issues.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the day after implant the pt was experiencing power increases a high as 23 watts along with low flow alarms. The pt's cvp looked good and albumin was given. The low flows continued and the positive airway pressure (pap) was increased. The pt was intubated and pi's were in the 2.0's. The pt's speed was at 9600 rpm and the echo showed the lv at 8. It was also reported that everything else looked good. The pt was administered heparin gtt.